Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the unit has low o2 in the low 80's and no warning light.

Event description:
Unit was evaluated and repaired by an independent repair center. Complaint of unit has low o2 in the low 80's and no warning light was not confirmed. Once received at independent repair center, the unit was alarming with a red light. Independent repair statement lists the manifold leaking as the key failure. The dealer states the unit has low o2 in the low 80's and no warning light.

Manufacturer narrative:
Complaint of unit has low o2 in the low 80's and no warning light was not confirmed. Once received at independent repair center the unit was alarming with a red light. Independent repair statement lists the manifold leaking as the key failure.